Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.0/+1.5/087 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved.